Event description:
It was reported that pacemaker oversensed farfield signals on the atrial channel. Technical services (ts) reviewed the stored atrial tachy response (atr) episodes and recommended to extend the blanking period on the right atrial channel to avoid oversensing. No adverse patient effects were reported. This pacemaker remains in service.